Manufacturer narrative:
The reported observation of high impedance was confirmed. The root cause of the observation was due to a bend and stress to the lead at 9cm distal of the terminal band and proximal to the swift-lock anchor location. The swift-lock anchor did not contribute to the lead fracture which resulted in high impedances.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy due to high impedances on their lead. Reprogramming was unable to resolve this issue. Surgical intervention was undertaken and the lead was explanted and replaced.